Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues"), dyspareunia ("dyspareunia"), depression ("depression") and anxiety ("mental anguish"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain, menstrual disorder, dyspareunia, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, dyspareunia, menstrual disorder and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: device was successfully occluded. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / pelvic area') in a 41-year-old female patient who had essure (batch no. 735709) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included helicobacter pylori antibody positive, gravida ii, parity 2, gestational diabetes, hellp syndrome, perineal pain, paratubal cyst, electrolyte imbalance and adhesions nos postoperative. Concurrent conditions included pap smear abnormal since (B)(6) 2012, thrombosed hemorrhoids (nos) since 2011 and vaginal haemorrhage. Concomitant products included oral contraceptive nos from (B)(6) 2010 for pregnancy as well as nsaids since (B)(6) 2010 and paracetamol (acetaminophen) since (B)(6) 2010. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems condition:depression") and anxiety ("psychological or psychiatric problems condition:mental anguish"), 4 months 20 days after insertion of essure. On an unknown date, the patient experienced menstrual disorder ("menstruation issues") and dyspareunia ("dyspareunia"). The patient was treated with surgery (laparoscopic bilateral salpingectomy, removal of bilateral essure coils,lysis of adhesion). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain was resolving and the vaginal haemorrhage, menorrhagia, menstrual disorder, dyspareunia, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, dyspareunia, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: right side two trailing coils were noted. An identical procedure was performed on the patient's left side. One trailing coil was noted. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: device was successfully occluded. Total bilateral occlusion. Satisfactory micro-insert location and satisfactory occlusion of the fallopian tubes.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records:pelvic pain and dyspareunia. Most recent follow-up information incorporated above includes: on 27-aug-2019: pfs and mr received: new events added: abnormal bleeding (vaginal, menorrhagia). Reporter and patient demography, medical history, lot number, lab data and concomitant drugs were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / pelvic area') and genital haemorrhage ('general abnormal bleeding') in a 41-year-old female patient who had essure (batch no. 735709) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included c-section on (B)(6) 2010, helicobacter pylori antibody positive, gravida ii, parity 2, gestational diabetes, hellp syndrome, perineal pain, paratubal cyst, electrolyte imbalance and abdominal adhesions. Concurrent conditions included pap smear abnormal since (B)(6) 2012, haemorrhoids thrombosed since 2011 and vaginal haemorrhage. Concomitant products included oral contraceptive nos from (B)(6) 2010 to (B)(6) 2010 for contraception as well as nsaids since (B)(6) 2010 and paracetamol (acetaminophen) since (B)(6) 2010. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems condition:depression/ psych injury") and anxiety ("psychological or psychiatric problems condition:mental anguish/ psych injury"), 4 months 20 days after insertion of essure. On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("menstruation issues"), dyspareunia ("dyspareunia"), abdominal pain ("abdominal pain chronic"), psychological trauma ("psych injury") and skin discolouration ("allergic or hypersensitivity reaction type: spotting"). The patient was treated with surgery (laparoscopic bilateral salpingectomy, removal of bilateral essure coils,lysis of adhesion). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain was resolving, the genital haemorrhage and abdominal pain had resolved and the vaginal haemorrhage, menorrhagia, menstrual disorder, dyspareunia, depression, anxiety, psychological trauma and skin discolouration outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dyspareunia, genital haemorrhage, menorrhagia, menstrual disorder, pelvic pain, psychological trauma, skin discolouration and vaginal haemorrhage to be related to essure. The reporter commented: right side two trailing coils were noted. An identical procedure was performed on the patient's left side. One trailing coil was noted. Plaintiff received treatment for pelvic pain and abdominal pain. Right tube: two trailing coils left tube: one trailing coil was noted. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: device was successfully occluded. Total bilateral occlusion. Satisfactory micro-insert location and satisfactory occlusion of the fallopian tubes. Satisfactory micro-insert location and satisfactory occlusion of the fallopian tubes. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records:pelvic pain and dyspareunia. Lot number: 735709 manufacture date: 2010-05, expiration date: 2013-05 . Most recent follow-up information incorporated above includes: on 4-dec-2019: pfs received. Event per pfs: allergic or hypersensitivity reaction type: spotting was added. Event onset dates were updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / pelvic area') in a 41-year-old female patient who had essure (batch no. 735709) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included helicobacter pylori antibody positive, gravida ii, parity 2, gestational diabetes, hellp syndrome, perineal pain, paratubal cyst, electrolyte imbalance and abdominal adhesions. Concurrent conditions included pap smear abnormal since (B)(6) 2012, haemorrhoids thrombosed since 2011 and vaginal haemorrhage. Concomitant products included oral contraceptive nos from (B)(6) 2010 to 13-nov-2010 for contraception as well as nsaids since august 2010 and paracetamol (acetaminophen) since (B)(6) 2010. On 13-aug-2010, the patient had essure inserted. On 1-jan-2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems condition:depression") and anxiety ("psychological or psychiatric problems condition:mental anguish"), 4 months 20 days after insertion of essure. On an unknown date, the patient experienced menstrual disorder ("menstruation issues") and dyspareunia ("dyspareunia"). The patient was treated with surgery (laparoscopic bilateral salpingectomy, removal of bilateral essure coils,lysis of adhesion). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain was resolving and the vaginal haemorrhage, menorrhagia, menstrual disorder, dyspareunia, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, dyspareunia, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: right side two trailing coils were noted. An identical procedure was performed on the patient's left side. One trailing coil was noted. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: device was successfully occluded. Total bilateral occlusion. Satisfactory micro-insert location and satisfactory occlusion of the fallopian tubes.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records:pelvic pain and dyspareunia. Lot number: 735709. Manufacture date: 2010-05. Expiration date: 2013-05. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of product technical complaint. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / pelvic area') and genital haemorrhage ('general abnormal bleeding') in a 41-year-old female patient who had essure (batch no. 735709) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included helicobacter pylori antibody positive, gravida ii, parity 2, gestational diabetes, hellp syndrome, perineal pain, paratubal cyst, electrolyte imbalance and abdominal adhesions. Concurrent conditions included pap smear abnormal since (B)(6) 2012, haemorrhoids thrombosed since 2011 and vaginal haemorrhage. Concomitant products included oral contraceptive nos from (B)(6) 2010 to (B)(6) 2010 for contraception as well as nsaids since august 2010 and paracetamol (acetaminophen) since (B)(6) 2010. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems condition:depression/ psych injury") and anxiety ("psychological or psychiatric problems condition:mental anguish/ psych injury"), 4 months 20 days after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("menstruation issues"), dyspareunia ("dyspareunia"), abdominal pain ("abdominal pain chronic") and psychological trauma ("psych injury"). The patient was treated with surgery (laparoscopic bilateral salpingectomy, removal of bilateral essure coils,lysis of adhesion). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage and abdominal pain had resolved and the vaginal haemorrhage, menorrhagia, menstrual disorder, dyspareunia, depression, anxiety and psychological trauma outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dyspareunia, genital haemorrhage, menorrhagia, menstrual disorder, pelvic pain, psychological trauma and vaginal haemorrhage to be related to essure. The reporter commented: right side two trailing coils were noted. An identical procedure was performed on the patient's left side. One trailing coil was noted. Plaintiff received treatment for pelvic pain and abdominal pain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: device was successfully occluded. Total bilateral occlusion. Satisfactory micro-insert location and satisfactory occlusion of the fallopian tubes.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records:pelvic pain and dyspareunia. Lot number: 735709 manufacture date: 2010-05 expiration date: 2013-05 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet received: events per pfs: abdominal pain and general abnormal bleeding were added. Outcome for events pelvic pain, abdominal pain and general abnormal bleeding were resolved. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / pelvic area') and genital haemorrhage ('general abnormal bleeding') in a 41-year-old female patient who had essure (batch no. 735709) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included c-section on (B)(6) 2010, helicobacter pylori antibody positive, gravida ii, parity 2, gestational diabetes, hellp syndrome, perineal pain, paratubal cyst, electrolyte imbalance and abdominal adhesions. Concurrent conditions included pap smear abnormal since (B)(6) 2012, haemorrhoids thrombosed since 2011 and vaginal haemorrhage. Concomitant products included oral contraceptive nos from (B)(6) 2010 for contraception as well as nsaids since (B)(6) 2010 and paracetamol (acetaminophen) since (B)(6) 2010. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems condition:depression/ psych injury") and anxiety ("psychological or psychiatric problems condition:mental anguish/ psych injury"), 4 months 20 days after insertion of essure. On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("menstruation issues"), dyspareunia ("dyspareunia"), abdominal pain ("abdominal pain chronic"), psychological trauma ("psych injury") and skin discolouration ("allergic or hypersensitivity reaction type: spotting"). The patient was treated with surgery (laparoscopic bilateral salpingectomy, removal of bilateral essure coils,lysis of adhesion). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain was resolving, the genital haemorrhage and abdominal pain had resolved and the vaginal haemorrhage, menorrhagia, menstrual disorder, dyspareunia, depression, anxiety, psychological trauma and skin discolouration outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dyspareunia, genital haemorrhage, menorrhagia, menstrual disorder, pelvic pain, psychological trauma, skin discolouration and vaginal haemorrhage to be related to essure. The reporter commented: right side two trailing coils were noted. An identical procedure was performed on the patient's left side. One trailing coil was noted. Plaintiff received treatment for pelvic pain and abdominal pain. Right tube: two trailing coils. Left tube: one trailing coil was noted. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: device was successfully occluded. Total bilateral occlusion. Satisfactory micro-insert location and satisfactory occlusion of the fallopian tubes. Satisfactory micro-insert location and satisfactory occlusion of the fallopian tubes. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records:pelvic pain and dyspareunia. Lot number: 735709, manufacture date: 2010-05, expiration date: 2013-05. Most recent follow-up information incorporated above includes: on 4-dec-2019: pfs received. Event per pfs: allergic or hypersensitivity reaction type: spotting was added. Event onset dates were updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.